Event description:
It was reported that the customer received a compromised force sensor system alarm. His blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
No unexpected prime alarms noted during testing. The insulin pump passed displacement test and rewind test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.